Manufacturer narrative:
(B)(4). The lead was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
At the initial implant, high, out-of-range impedances were noted intraoperatively on all 4 electrodes of the lead, except #4. The lead was removed from the implantable neurostimulator, cleaned, dried, and re-inserted. Re-testing the lead led to similar results. The lead was tested using a multi lead testing cable; this also yielded similar results. The lead was removed and replaced. All impedances values were normal. There was no pt injury. The pt recovered without sequela after removal.